Event description:
It was reported that during a percutaneous coronary intervention procedure, stent deformation occurred. A promus element stent was used to treat the lesion. Stent deformation was observed. The procedure was completed with this device. There were no patient complications reported and the patients status was listed as stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).